Event description:
It was reported that a pump declared a cartridge change error, resulting in the customer's blood glucose level exceeding 500 mg/dl. In response to the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi). Technical support instructed the customer to inspect various components of the pump and clean certain areas, but the customer was unable to successfully load the new cartridge onto the pump. Consequently, a replacement was approved for the cartridge change issue, and the customer, currently out of warranty, is in the process of receiving a new pump.